Event description:
The manufacturer received information alleging a ventilator failed to initialize ventilation. The device was not in patient use. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to initialize ventilation. The device was returned to a third party service center, and the customer's complaint was confirmed. A ventilator inoperative alarm condition was observed. The device's system board needs to be replaced to address the issue.